Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that when a negative pressure was applied to the product, air got mixed in. The customer suspected that the air may have come from the y-site. No patient injury or complications were reported in relation to this event.